Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass procedure, after firing the device, the reload locked on tissue, it was very difficult to open to retract the blade and was unable to do while the reload was articulated. To resolve the issue the surgeon had to de-articulated the reload while clamped and was able to open the stapler and remove from patient. In addition the reload was difficult to unload. Another device was used to complete the procedure. There was no patient injury.